Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2013 the lay user/patient contacted lifescan (lfs) alleging his onetouch verioiq meter was displaying inaccurately high readings compared to another meter. The complaint was classified based on the customer care advocate (cca) documentation as well as additional information obtained by the medical surveillance specialist (mss) during a follow up call with the patient on (B)(6) 2013. The patient reported the alleged issue first occurred on the day prior to contacting lfs. The patient reported obtaining a reading of ¿410 mg/dl¿ on the lfs meter. The patient reported administering 12 units of insulin in response to the high reading. The patient reported some time later he felt his blood sugar drop very low and he went into the kitchen where his wife was. The patient reported he had symptoms of ¿sweating puddles and about to pass out.¿ the patient reported having a lot of hard and soft candy as treatment. The patient reported his wife continually checked his blood glucose on an infinity meter and obtained readings of ¿42, 56 and 58 mg/dl¿. Based on statistical methodology the calculated difference of the results exceeds the expected value of (B)(4) when obtained within 30 minutes. The patient reported eating more candy and eventually his wife obtained a reading of ¿119 mg/dl¿ on the infinity meter and his symptoms subsided. The patient reported sometime later his blood glucose went to ¿500 mg/dl¿ on the infinity meter and he took 6 more units of insulin. The patient reported later in the evening he felt very tired so he went to bed and in the morning his blood glucose was ¿normal¿. The patient reported 4-6 days later the incident occurred again but refused to provide details regarding the issue. The patient refused to troubleshoot the alleged issue with the cca. This complaint is being reported because the patient alleged due to the alleged issue he developed symptoms suggestive of hypoglycemia and required self treatment.